Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: review of the black box data revealed records of persistent call service alarm (054) on (B)(6) 2015. A battery cap was not returned with the pump for investigation; at test cap was used to complete the investigation. On investigation, the pump powered on with a call service alarm (054) that was not able to be cleared. Further pump investigation was not possible due to the call service alarm. Investigation duplicated the alleged call service alarm issue.